Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, where the device was used to create a jejunojejunostomy and close off the defect, the surgeon noticed a little bleeding on the staple line however no interventions were performed to ensure hemostasis. It was stated that the staple line bleeding seemed to resolve itself by the end of the case. 1 day post-operatively, the patient returned to the emergency room due to abdominal pain but was sent home. The patient returned 2 days later and was taken back to the operating room. The patient had a staple line leak on the jejunojejunostomy. The surgeon noted a 2 cm staple line dehiscence. The patient stayed in the hospital and was scheduled for a washout in 2 days. The washout was cancelled. The surgeon took the patient back for the washout later that evening. The patient died the next day.

Event description:
According to the reporter, during a laparoscopic gastric bypass, where the device was used to create a jejunojejunostomy and close off the defect, the surgeon noticed a little bleeding on the staple line however no interventions were performed to ensure hemostasis. It was stated that the staple line bleeding seemed to resolve itself by the end of the case. There was no leak test performed. 1 day post-operatively, the patient returned to the emergency room with complaints of shortness of breath and abdominal pain. A chest x-ray was performed, however, the patient was sent home and the treatment provided is unknown. The patient then returned to the emergency room the 2 days later. A CT (computed tomography) scan was performed and the patient was taken back to surgery for a reoperation for a possible leak. During the reoperation, the surgeon noted the jejuno-junostomy anastomotic site staple line was dehisced by 2cm and had a leak. To resolve this issue, the staple line was sutured and the patient's abdomen was washed out to finish the procedure. The patient was then scheduled for additional wash-out procedures, however this procedure was delayed for unknown reasons. The patient died 3 days later.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, where the device was used to create a jejunojejunostomy and close off the defect, the surgeon noticed a little bleeding on the staple line however no interventions were performed to ensure hemostasis. It was stated that the staple line bleeding seemed to resolve itself by the end of the case. There was no leak test performed. 1 day post-operatively, the patient returned to the emergency room with complaints of shortness of breath and abdominal pain. A chestx-ray was performed, however, the patient was sent home and the treatment provided is unknown. The patient then returned to the emergency room the next day, a CT (computed tomography) scan was performed and the patient was taken back to surgery for a reoperation for a possible leak. During the reoperation, the surgeon noted the jejuno-junostomy anastomotic site staple line was dehisced by 2cm and had a leak. To resolve this issue, the staple line was sutured and the patient's abdomen was washed out to finish the procedure. The patient was then scheduled for additional wash-out procedures, however this procedure was delayed for unknown reasons. The patient died 4 days later.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.